Event description:
The customer reported the alarm has power but when weight is removed from the pad the alarm powers off. The batteries have been replaced with a new supply. The alarm was tested with a new sensor and the results remained the same. The customer reports no signs of any visible damage to the alarm case. There was no pt contact.

Manufacturer narrative:
(B)(4). Eval: results: evaluation of the returned product found that the battery door is missing, the alarm case has white stress marks on it and the red and black battery wire insulation is damaged but the wires are still attached. The unit powers up but does not sound as it should however, the unit does not power off when weight is removed from the pad. The low battery indicator does not sound as it should. Note: posey instructions for use state: proper handling and use: if the posey keepsafe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure that the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe if the audible alarm does not sound. (B)(4).